Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 300cm moderate support straight pt²¿ guide wire was advanced to cross the lesion. However, during the procedure, the device broke inside the patient's body. The physician was able to retrieve the broken guide wire using a snaring device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has wire broken as part of overall visual revision. The device has the distal tip detached (the fragment detached was not received). Outer diameter of the distal tip, middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 300cm moderate support straight pt²¿ guide wire was advanced to cross the lesion. However, during the procedure, the device broke inside the patient's body. The physician was able to retrieve the broken guide wire using a snaring device. No patient complications were reported.